Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there is a full reservoir in the insulin pump's screen, however there is no reservoir in the insulin pump. Customer reported that there is no filled circle. Customer's blood glucose reading was 301mg/dl. Nothing further reported.